Manufacturer narrative:
Updated: d1, d4: lot#, catalog#, expiration date, UDI# , d11, g1: correct manufacturer registration number is (B)(4) h4: added date h6: changed conclusion code 1.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient presented with an abdominal aortic aneurysm and was successfully treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2019, the patient showed symptoms of a sepsis and has been moved to the intensive care unit. A blood test showed that candida germs were found. The physician assumes that the infection might have been introduced with one of the endoprostheses, which cannot be confirmed. An infection of the implanted devices has not been seen as of now. A fungus infection of the groin cannot be ruled out. The patient condition stabilized and no reintervention is currently planned.